Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The device was received unexpectedly. The customer later clarified the problem was found when performing preventive maintenance on the unit. The customer clarified further that the 8100 channel when attached to the 8015 pc unit would not stay powered up when connected to the left side of the 8015 pc unit. They swapped out the 8100 channels just to make sure it wasn't the channel and got the same result. They also changed out the channel connector on the left side of the 8015 pc unit and it didn't change anything. The channel would light up for just a second, then turn off. No patient involvement.

Manufacturer narrative:
They also changed out the channel connector on the left side of the 8015 pc unit and it didn¿t change anything. The channel would light up for just a second, then turn off. No patient involvement, was created to document the event that the customer reported. The customer did not return the device for evaluation. A review of the device history record showed the device had a manufacture date of 07/08/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The device was not repaired in cad or the service depot. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which confirmed/did not confirm similar complaints with the same or related failure mode for this customer. There is not enough information in the file to determine if a CAPA should be referenced.

Event description:
The device was received unexpectedly. The customer later clarified the problem was found when performing preventive maintenance on the unit. The customer clarified further that the 8100 channel when attached to the 8015 pc unit would not stay powered up when connected to the left side of the 8015 pc unit. They swapped out the 8100 channels just to make sure it wasn¿t the channel and got the same result. They also changed out the channel connector on the left side of the 8015 pc unit and it didn¿t change anything. The channel would light up for just a second, then turn off. No patient involvement.